Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to bolus and noticed that the insulin pump had greyish-purple and blue streaks through the display screen. The blood glucose reading was 181 mg/dl. The customer stated that the insulin pump was functioning but stated that she had trouble seeing the screen. The customer stated that she had experienced a low blood glucose reading of 80 mg/dl. No troubleshooting was performed, and the customer stated that her diet had been off. Advised replacement of the insulin pump. Nothing further reported.